Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. Pictures of the sample producing the questionable high result were reviewed. There appeared to be film on top of the sample. A baseline check of the instrument was performed, the main water pressure and the gear pump pressure were verified, the fse checked for contamination and performed air purges on the probes. The straightness of the probes were checked and a slight adjustment was made to the aspiration probe. A system prime was performed along with measuring cell preps. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There was no indication of a reagent or instrument performance issue. Based on the information provided, the investigation did not identify a product problem. The specific cause of the event could not be determined. The event is consistent with a pre-analytical handling issue.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e801 module. Three samples were obtained from the patient drawn 1 hour apart. The result from the first sample on the e801 module in question was reportedly < 6 ng/l. The initial result from the 2nd sample on the e801 module in question was reportedly 27.1 ng/l. This result was reported outside of the laboratory. The sample was repeated as the result was not consistent with the patient¿s prior result. The repeat result from a different instrument was reportedly < 6 ng/l. The 3rd sample was run on the e801 module in question and no numeric result was received. The repeat result from a different instrument was reportedly < 6 ng/l. The results of < 6 ng/l were believed to be correct. The e801 module serial number is (B)(6) .